Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of returned device revealed the crimped stent found stent struts on the 7th, 8th & 13th row from the distal end of the stent were lifted upwards from the stent profile. This type of damage is consistent with resistance being experienced during advancement of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 65mm distal from the distal edge of the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(4) 2015. It was reported that failure to cross the lesion occurred. The procedure was indicated due to stable angina. Vascular access was obtained via femoral artery. The 95% stenosed, 38mm in length, eccentric, de novo, target lesion was located in the moderately calcified, non tortuous and 3mm in diameter left anterior descending artery (lad). The lesion was predilated which reduced the stenosis to 75%. A 3.00x38mm promus element¿ plus stent was advanced but failed to cross the proximal part of lad. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.